Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, failed battery test, pump error 53 (software error detected), pump error 4 (the motor arm cannot communicate with the main arm). The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was performed. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement battery cap. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Customer will discontinue the use of insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, active current measurement, sleep current measurement, and self test. No pump error 4 or failed batt test alarms noted during testing. Unit was successfully downloaded using thump software. On adapt, pump error 53 was recorded on 08/18/2024 at 00:03:31.000 hour due to hardware error (line # = 24578, file # = 25996). Pump error 4 was recorded on 08/18/2024 at 00:03:31.000 hour. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, failed batt test was recorded three times on 08/18/2024 at 00:03:34.000 hour through 00:04:38.000 hour. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay and scratched case in summary, customer concern for pump error 53 confirmed due to hardware error. Customer concern for pump error 4 and failed batt test not confirmed. No alarms noted during testing and unit passed all testing within spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.